Event description:
During a laparosocopic cholecystectomy a dull grasper blade broke off in pt's abdominal cavity. After attempts to retrieve, the tiny piece of metal slipped behind the liver. The surgeon opted to leave the metal piece, which is the approximate size of the clips normally left in after surgeon.